Event description:
It was reported an internal electrical component burned. Our inspection revealed evidence of misuse, with a variety of internal components either bent, crushed or broken. A broken wire had briefly sparked, resulting in a 1/2" burn hole in the fabric foundation of the unit. We determined that this report was attributable to misuse on the part of the user and cautioned the doctor regarding proper use of the unit.